Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2025). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during a chronic catheter placement procedure, the tunneler cover allegedly became disconnected from the tunneler and remained inside the patient subcutaneous tunnel. It was further reported that the catheter, tunneler and plastic piece was removed from the patient. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the tunneler cover allegedly became disconnected from the tunneler and remained inside the patient subcutaneous tunnel. It was further reported that the catheter, tunneler and plastic piece was removed from the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows the complete view of tunneler plastic peace detached from tunneler. Therefore, the investigation is confirmed for the reported detachment issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4, (expiry date: 10/2025), h6, (method). H11: h6, (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.